Event description:
Additional information received from the physician reporting that the surgical intervention was taken to avoid skin erosion.

Event description:
It was reported that the patient will undergo revision surgery due to pain and the generator protruding. The surgeon stated that the "healing stitching" is the possible cause for the patient feeling that the device had moved. Surgeon did not confirm migration. Additional follow up from the surgeon reported that the generator device was protruding and this is the location of the patient's pain. The surgeon reported that the cause of the protrusion was sudden movement soon post operative which cause the stitch to break. The protrusion event started 1 week post op and the revision plan is to reposition the generator and re-suture. No other relevant information has been received to date.

Manufacturer narrative:
H6 adverse event problem codes, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.